Event description:
The customer reported the sys displayed a checksum error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reset the cmos configuration. The sys operates as intended.